Event description:
Our affiliate is reporting that a patient underwent an acl repair in 2009, with the use of a biointrafix screw and sheath for tissue fixation. Subsequently, the patient presented with swelling/inflammation at the tibial side of the acl repair. The patient was put on anti-inflammatory medication for 3 weeks. Three months later, the patient underwent an arthroscopic examination. The surgeon noted that the femoral fixation appeared intact, however, at the tibial site, the fixation devices were loose and the graft had failed. An anterior test confirmed laxity of the graft in general. Swab of the site taken and sent for lab testing, results still pending. Complaint devices being returned. The tibial portion of the graft was re-fixated using a milagro screw. See also associated MDR 1221934-2009-00250.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.